Event description:
Additional information was received that the device was explanted and replaced due to normal elective replacement indicator (eri) to resolve this event. The patient was stable.

Event description:
It was reported that; the battery longevity of the device was not accurately estimated. No intervention has been performed. The patient was stable.